Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that intermittently it was too dark to see the endoscopic image during a procedure and an image was not observed intermittently. The intended procedure is unknown. The procedure was completed after a delay of 2 minutes. There was no patient injury, associated with the problem, reported to olympus. This is report 1 of 2 due to multiple devices involved in the event.

Manufacturer narrative:
The suspect device was returned to olympus, however, the evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.